Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, he found something like a glue residue stick on the surface of the iol, after the iol was implanted. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Photo was provided of the lens in the eye. A red arrow was indicating the area of interest near the top of the photo. An outline within the rings can be observed. Unable to determine, if this area is damage, lens material or foreign material. Qualified associated products were indicated. A photo was provided. It could not be determined, from the photo if the area of interest was lens damage or foreign material. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).